Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Male patient with duchenne muscular dystrophy, quadriplegia and ventilator dependency experienced his tracheostomy tube accidently dislodged. A brand-new tracheostomy tube was placed, but the connector would not fit on a "v" ventilator circuit, manual resuscitator bag or suction apparatus. The tracheostomy tube was removed, and a second brand-new tracheostomy tube was placed. The same issues were experienced with the second backup tube. The patient became unresponsive. The patient's original used tracheostomy tube was reinserted, and the patient was resuscitated. In response to the event, the patient has been treated with anti-anxiety medication. Voluntary medwatch, mw5057861.